Event description:
Pump was reported to overinfuse during clinical use. A 1000ml bag of tpn was set to infuse at a rate of 50ml/hr. The entire bag reportedly infused in 5 hours. The pt's blood sugar level was elevated but no medical intervention was needed and no pt injury resulted.